Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately one year following an intraocular lens (iol) implant procedure, the iol dislocated but was still in the bag. There was no trauma indicated. The iol was exchanged for a different lens model of the same power. The patient was doing well on the 1st postoperative day after the exchange. Additional information has been requested.

Event description:
Additional information was provided indicating that on the first postoperative day the iol was well centered and there was a slight capsule haze. Three weeks later, the patient had a consult examination with a chief complaint of blurred vision right > left eye, hit in face two weeks prior. The slit lamp examination findings show corneal spk/ iris irregular/ pcl dislocated superior/ nasal- bag inferiorly. Diagnosed as right eye subluxed iol. One week later, the patient had a retinal evaluation and was diagnosed with a horseshoe tear - no retinal detachment. A retinopexy was performed. Approximately three months later, the iol was exchanged for a different model.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: only a part of the optic was returned adhered to a gauze inside a zip lock bag. A significant amount of solution is dried on both surfaces of the returned segment. Both haptics are broken/torn and not returned. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).